Manufacturer narrative:
Concomitant medical products: rvdr01, ipg, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance was noted on the right ventricular (rv) lead during device removal procedure. The rv lead was reprogramed and remains in use. No patient complications have been reported as a result of this event.